Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Log files were submitted to the MFR's technical svc department for review due to speed drops and pump stoppage. The log file review indicated there may be a percutaneous lead issue. A percutaneous lead evaluation was performed and the reported speed drops and pump stoppage recorded in the log file could not be reproduced on power module or battery support. The system controller which was in use at the time of the pump stoppage was exchanged with another system controller. No further issues have been reported.